Event description:
It was reported that the patient experienced ventricular and atrial fibrillation. The pulse generator exhibited far r-wave sensing followed by a sinus p-wave. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.